Manufacturer narrative:
Log file analysis for controller (B)(4) reviewed on (B)(4) 2015: normal power consumption and no alarms have been logged in the last 14 days of available data. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. When one battery is depleted to less than 25%capacity, the controller will automatically switch to the other battery. An intermittent "beep" will sound, the alarm indicator will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware cqp005, corporate quality plan- complaint management process, and routine complaint file investigation activities. This is two of six reports (3007042319-2015-01564, 2015-01565, 2015-01566, 2015-01567, 2015-01568 and 2015-01569) submitted for devices related to the same event. Product is in route.

Event description:
It was reported by the patient that they were experiencing power switching with the controller and batteries, there is no indication that the patient was without a power source. It is indicated that the devices were exchanged. There were no reported consequences or impact to the patient. No additional information was provided.

Manufacturer narrative:
It was additionally reported that there was a low-priority alarm for power disconnect in decreasing intervals despite of correct connection while the controller intermittently accepted the power source. The patient did not report any new problems on follow up. All batteries mentioned and cac will not be accepted by the controller. After a short time the controller accept the power sources and again after a short time the same from the beginning. Analysis of the device could not be performed since the device was not returned for evaluation. The device could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event. A review of the devices incoming inspection records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the units met the internal requirements prior to its quality assurance release process. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of six reports (3007042319-2015-01564, 2015-01565, 2015-01566, 2015-01567, 2015-01568 and 2015-01569) submitted for devices related to the same event.